Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 51.7cm was returned for analysis. Internal insulation abrasion was noted at 12.4-14.1cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that the lead was explanted and replaced due to an insulation anomaly. No additional information was available.